Event description:
It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of atypical patient results were obtained from a mgit320 instrument. It was noted the customer received "unexplained growth units in mgit tubes" and no additional information is available. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.